Manufacturer narrative:
Age: unk. Sex: unk. Weight: unk ethnicity: unk race: unk. Date of event: unk. Expiration date unk. Implanted: unk. Explanted: unk. Manufacture date: unk. (B)(4).

Event description:
The reporter indicated the surgeon implanted an icl implantable collamer lens into the patients eye. The lens was reported as having a high vault and post-op a pressure spike was reported due to non patent iridotomy. The patient was brought back to surgery to surgically open the pi. The pressure dropped from 57mmhg to 7mmhg. The lens remained implanted. The patient is seeing 20/20 and is very happy. Additional information has been requested but none has been forthcoming.

Event description:
The reporter indicated the surgeon implanted an icl implantable collamer lens into the patients eye. The lens was reported as having a high vault and post-op a pressure spike was reported due to non patent iridotomy. The patient was brought back to surgery to surgically open the pi. The pressure dropped from 57mmhg to 7mmhg. The lens remained implanted. The patient is seeing 20/20 and is very happy. Additional information has been requested but none has been forthcoming.

Manufacturer narrative:
Age: unk. Sex: unk. Weight: unk ethnicity: unk race: unk. Date of event: unk. Expiration date unk. Implanted: unk. Explanted: unk. Manufacture date: unk. (B)(4).

Manufacturer narrative:
Corrected data: b5: the reporter indicated the surgeon implanted a 12.6mm micl12.6 implantable collamer lens, 10.00 diopter in the patient's right eye (od) on (B)(6) 2021. The lens was explanted on (B)(6) 2022 due to excessive vaulting. The lens was replaced with a shorter lens and the problem was resolved. H6: health effect: clinical code: 1937, there was no intraocular pressure increase. Correct code is 4582. H6: health effect: impact code: 4625, there was no additional surgery. Correct code is 4629. Claim # (B)(4).